Manufacturer narrative:
Customer returned 4 pt samples: 2 edta and 2 heparin. Product supported tested pt's samples with a negative donor sample and a positive control sample on profiler w49548 (w49549 was unavailable for testing) for troponin recovery. No elevated values or high bias in tni recovery was observed with any sample. No error codes or device issues were observed. Not enough volume available for testing on access2 these values were below the clinical cut off stated in the triage package insert (0.40ng/ml) and below the value reported by the customer. All data points with the normal, whole blood donor samples (negative control) were at or below 0.05 ng/ml. No false positive results were observed. One data point with positive control, calibrator h was below the mfg 2sd range, with an 89% recovery, within the mfg final release specs. The customer's complaint of a false positive result, >0.10ng/ml was not observed with any returned pt sample. All values were also below the triage clinical cutoff of 0.40ng/ml. No discrepant results, false positives, or high bias in tni recovery were observed with any sample. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac profiler versus the lab. Edta sample was used for testing on cardiac profiler and a heparin draw was taken and sent to the lab. Pt presented with low blood pressure, weakness and nausea. No discharge diagnosis was provided.